Manufacturer narrative:
Work order search: no similar claim was reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, in her left eye (os). The patient reported a halo foggy ring around lights when it is dark, causing issues when driving. The lens was implanted on (B)(6) 2011 and remains implanted. The patient has not seen a doctor in over three years and no more information was available.